Event description:
It was reported that the device had a crack in the shaft. This 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure of the patient's leg. After successful preparation of the catheter, it was discovered that the catheter shaft was cracked, preventing it from being advanced in the patient. The device was removed, and the procedure was completed using another of the same device. There were no patient complications.